Event description:
It was reported that premature stent deployment occurred. An 8x40x75 epic stent was selected to treat the target area in the biliary tract. While advancing the 8x40x75 epic stent over a non-bsc guide wire, it was noted that the stent unintentionally began to deploy, despite the safety lock being mounted on the device. The procedure was completed with a 10mm×40mm epic stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an epic device with no original packaging or other devices. The distal end of the stent was partially expanded a length of 5mm. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. An 8x40x75 epic¿ stent was selected to treat the target area in the biliary tract. While advancing the 8x40x75 epic¿ stent over a non-bsc guide wire, it was noted that the stent unintentionally began to deploy, despite the safety lock being mounted on the device. The procedure was completed with a 10mm×40mm epic¿ stent. No patient complications were reported and the patient¿s status was good.